Event description:
Information received from the field does not address the patient's clinical status but notes a capture and sensing anomaly. Low lead impedance in the bipolar configuration was also reported.~~~~~~~~~